Event description:
On 27-apr-2015, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications.

Manufacturer narrative:
MDR-3009897021-2020-00898_119551-iss submitted on 09-oct-2020 noted the following: section b5 describe event or problem: on 28-apr-2015, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Section h6: adverse event problem: investigation findings: 3233. Investigation conclusion:11. Correction: section b5 describe event or problem: on 27-apr-2015, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Section h6: adverse event problem: investigation findings: 213. Investigation conclusions:67. Based on the corrections, kci's assessment remains the same, it cannot be determined that the alleged amputation and pain were related to the v.a.c.ulta¿ therapy system.

Manufacturer narrative:
Date of event: the date of the event was not provided. Per review of records, the patient was on v.a.c.ulta¿ therapy system serial number (B)(4) from (B)(6) 2015 to (B)(6) 2015. Based on information provided, it cannot be determined that the alleged amputation and pain were related to the v.a.c.ulta¿ therapy system. The v.a.c.ulta¿ therapy system passed quality control checks and met specifications before and after placement with the patient. No additional information has been provided. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 11-sep-2020, kci received a notice of claim from an attorney for the facility. The notice included a copy of a legal claim filed by the patient in the state of (B)(6): court of claims. According to the notice, "the allegation of medical malpractice includes injuries that were caused and/or exacerbated by malfunctioning wound vac devices provided by kci." The claim alleges the patient "sustained serious and severe personal injures" including "severe pain associated with compartment syndrome and amputation of the leg." No additional information is available. On 28-apr-2015, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On 21-may-2015, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Per kci records, the patient utilized two v.a.c.ulta¿ therapy systems serial numbers, (B)(4). MDR addresses v.a.c.ulta¿ therapy system serial number (B)(4). MDR-3009897021-2020-00899 addresses v.a.c.ulta¿ therapy system serial number (B)(4).